Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a plum 360 infuser it was reported that the nurse manager, one of staff set up pump to do insulin. They claim the pump was programmed with proper dosage, but the pump did something different. The nurse manager took the pump out of service and tested it with saline, and it seemed to work fine. Biomed has also been able to recreate error and wants to get reports of pump for that event. The device involved in this event was plum 360 & mednet. Software version of mednet was v6.32.24. The error appeared in both application and pump. Biomed needs help through mednet on how to get the report log, to confirm if the pump did do a different amount of insulin or if it was programmed incorrectly. It occurred when trying to go through mednet. They attempted to navigate mednet, and entered sn but it did not pull up report. There was patient involvement and no harm.